Manufacturer narrative:
The customer¿s report of unregulated flow was not confirmed. Only the pump module event logs and the dataset were received for investigation. The devices and disposable sets were not returned. The pump module event log shows that at 2:14 am on 02 (B)(6) 2017 the device was programmed to infuse an unidentified medication at 10.17ml/hr with a vtbi of 80ml. During the infusion the rate was changed to 6.78ml/hr, 13.56ml/hr and 27.12ml/hr. There was also one bolus programmed and delivered during this period, at a rate of 300ml/hr with a vtbi of 1ml. The infusion continued until 3:28 am when the device was channeled off. The root cause of the reported event was not identified. Devices not received, log review only.

Event description:
The customer reported that after a post intubation patient's bp had dropped, a norepinephrine infusion was mixed, primed, attached to the patient's line and placed in the pump programmed at 2mcg/hr, however the infusion was never started as the md pushed a dose of phenylephrine in the meantime. The patient's cardiac rhythm was possible ventricular tachycardia with a rate of 140 and the bp rose to 185/118. Lung compliance on the ventilator was difficult, blood was suctioned from the endotracheal tube, and oxygen saturation dropped into the 80s. While the nurse was drawing up metoprolol to manage the bp, the md noticed that the mixed bag of norepinephrine was empty. Two mds and three nurses verified that the norepinephrine was never started; it was in the channel and closed ¿on delay.¿ the pump never alarmed that the channel door was not closed completely.

Manufacturer narrative:
Customer medwatch # mw5067185.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "pt s/p intubation. Bp dropped, meds given. Levo drip set up and set on delay. Pt with hypertensive crisis. Bp/hr elevation. Blood coming from et tube, pt had seizure. Clinicians realized that the bag of levophed was still paused/delayed had infused rapidly. Five witnesses to the pump on delay and paused. No pump abnormalities seen by staff."